Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, air continued to be drawn after the catheter was inserted into the sheath. The insertion position was changed without resolution. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012816913 was returned and analyzed. It was noted that the native dilator was not returned with the sheath. No anomalies were identified during visual inspection of the shaft; the shaft was intact with no apparent issue, kink, or damage. Visual inspection of the handle identified a kink at the side port tube. Functional testing was performed; no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. A test dilator was inserted into the sheath and retracted several times, without any friction. The test dilator was tightly snap-locked to the sheath. Visual inspection and magnifying with a high-resolution microscope showed the test dilator luer and tip were intact without any issue. The performance test with a leak tester was performed. The pressure, aspiration, and all performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported air ingress was not confirmed during analysis. The sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.